Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I wore the protector for less than one week and the bottom part separated from the top. The second protector did the same thing in two weeks. I have been wearing protectors for three years now and this has never happened with other brands. I did not save the protector package.